Event description:
It was reported that during review of a vns physicians programming handheld computer, it was noted that there may have been a patient cross programming event. The patient's settings did not change but it appeared their interrogation history was showing a different patient ID and serial number. Manufacturer is pending receipt of programming history to confirm event.